Manufacturer narrative:
Report #3003721894-2016-00021 is associated with argus case (B)(4), corega fixative. Corega brand is marketed as poligrip brand in the us. Device qa results: no sample was returned for this complaint and also the daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Case description: this case was reported by a consumer via other and described the occurrence of accidental device ingestion in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (corega fixative) cream (batch number (B)(4), expiry date july 2018) for prosthesis implantation. On an unknown date, the patient started corega fixative. On an unknown date, an unknown time after starting corega fixative, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the accidental device ingestion was recovered/resolved and the outcome of the product complaint was unknown. The reporter considered the accidental device ingestion to be related to corega fixative. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient had been using corega fixative total for about one week and she stated that from the first day the patient had been accidentally swallowing small amounts of the product. No adverse events have been reported. At the time of reporting the patient was not using corega fixative total . Case correction was made for the information received on 07 march 2016. The corega fixative cream batch number (B)(4) corrected. Follow up received 22 april march 2016: quality analysis revealed the product complaint to be unsubstantiated.

Manufacturer narrative:
3003721894-2016-00021 is associated with argus case (B)(4), corega fixative. Corega brand is marketed as poligrip brand in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via other and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received gsk denture adhesive (formulation unknown) (corega fixative) cream (batch number ks9j, expiry date july 2018) for prosthesis implantation. On an unknown date, the patient started corega fixative. On an unknown date, an unknown time after starting corega fixative, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the accidental device ingestion was recovered/resolved and the outcome of the product complaint was unknown. The reporter considered the accidental device ingestion to be related to corega fixative. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient had been using corega fixative total for about one week and she stated that from the first day the patient had been accidentally swallowing small amounts of the product. No adverse events have been reported. At the time of reporting the patient was not using corega fixative total . Case correction was made for the information received on 07 march 2016. The corega fixative cream batch number ks9j corrected.